Event description:
The customer reported that the heartstart xl instructed after advising for no show, the device prompted the user to start CPR although the patient had a pulse. There is no indication of negative patient impact.